Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient and healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. The rep reported she needed to meet the patient at the emergency room to help her turn her device off. The patient was unable to do this on her own and she was getting shocked and zapped. It was reported the adverse event is affected by positional movement. The caller reported the patient has had 3 revision done in the past but is not sure of the details of this. The caller stated just breathing can cause shocking. The caller stated a rep had met with the patient to do a reprogramming session and instructed the patient to keep the stimulation off until they could meet again. The caller stated the patient decided to charge her implantable neurostimulator (ins) and turned the stimulation on anyway even though she was instructed not to. The caller met with the patient in the ER and was successfully able to turn the stimulation off. The caller did not see what the issue was with turning the stimulation off. After it was turned off, the patient was discharged. The caller stated the patient was scheduled for a system removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.